Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review was conducted. The review of mfg event log showed no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. The complaint was not confirmed. A sample is needed to investigate for a root cause. Teleflex will continue to monitor feedback from the customers on issues related to bottom port leaks heavily at puncture found at inspection on water bottle products.

Event description:
The event is reported as: the customer states that the leak is heavy and usually the bottles have to be changed out. No report of pt injury.